Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. The device manufacture date has been updated accordingly. Investigation summary the actual device was returned for evaluation. During repair, an evaluation was performed; and it was determined that the device had the following failure: will not run; and failed pretest on the following: impactor operation assessment. Therefore, the reported condition that the device was not functioning properly, shorting out, and making noise but not firing correctly was confirmed. The assignable root cause was determined to be due to design error which has been escalated to CAPA.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Serial/lot number and manufacture date are unknown at this time. UDI:(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that the impactor device gun unit did not function properly. When the surgeon squeezed the trigger the impactor unit seemed to be "shorting out". It was making noise but was not firing correctly. It was not reported if there were any delays in a surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event is unknown. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.